Event description:
It was reported that prior to starting a da vinci surgical procedure one of the rivets of the hook/plastic of the permanent cautery hook instrument came off and the wires were noted to be sticking out. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the ear of the distal clevis was broken off the distal clevis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. 48, failure analysis also observed that the conductor cap was missing from the instrument tip. This was the likely cause of the conductor wire sticking out. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.